Event description:
The following has been reported: biomed reported: (B)(6). Received at depot. Confirmed pump problem error wait for log review. Pneumatic fail at startup. Logs reviewed at (B)(6). Preliminary investigation: pneumatic compressor fail. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 06/06/26. Taken out of heratherm @ 04:00 06/07/26. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6). Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.